Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® z (no additive) urine tube - conical experienced underfill or low draw of a tube. This event occurred 50 times. The following information was provided by the initial reporter: "urine tubes does not fill up when using urine cup. The customer had filled 10 urine tubes and was expecting all 10 tubes to be filled up with 9.5 ml urine".

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-04-14 h.6. Investigation summary bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for draw volume with the incident lot was not observed. Testing of the customer samples was performed and draw volume was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported during use the bd vacutainer® z (no additive) urine tube - conical experienced underfill or low draw of a tube. This event occurred 50 times. The following information was provided by the initial reporter: "urine tubes does not fill up when using urine cup. The customer had filled 10 urine tubes and was expecting all 10 tubes to be filled up with 9.5 ml urine".